Event description:
It was reported that, during patient use, the ventilator generated a "check battery and charge"; error message during a power outage. Although the ventilator continued to function normally, the patient was transferred to another ventilator as a precaution. There was no reported patient harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4)/ the covidien technical support engineer (tse) troubleshot the reported malfunction with the customer over the telephone. The tse recommended verifying the age and functions of the battery. The customer called back to report that they have run the unit for approximately one hour, was unable to duplicate the malfunction and no additional error codes or glitches were observed. The unit passed all tests and calibrations and it is currently back in service.